Event description:
The customer reported that while the iabp was in use on a pt, the iabp frequent gas loss alarms. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. Performed all manifold leak tests. The iabp was performance tested to factory specs. It functioned normally and was returned to the customer. (B)(4).